Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on december 22, 2008, that a corflo cubby low profile gastrostomy device was used during a feeding procedure. According to the complainant, within a month, the device button locking adapter broke. The procedure was completed with this corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.